Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level (900 mg/dl). While in the ICU, the customer was treated with intravenous saline and insulin. The customer was released two days later with no permanent damage. Prior to going to the ER, the customer attempted to treat the bg by delivering a pump bolus. The customer suspected that the bg was caused by an undefined infusion set event, but no infusion set issue was observed. The cause for the reported issue is unknown. A system check was performed and it was found that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.